Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is able to achieve device lock. The pt's device remains implanted. This is the final report.

Event description:
The company was informed that the pt had a skin flap thinning procedure performed. The surgeon reported that the pt's external equipment adheres when the pt's shaves his hair at the site.